Event description:
During an atrial fibrillation procedure, there were communication issues with the tacticath catheters resulting in a cancellation of the procedure. The amplifier and display workstation were disconnected after 5 seconds of discharge during ablation using the catheter, and the amplifier alarmed. The ablation was continued after the amplifier was restarted. However, after starting the ablation, the amplifier lost contact with the display workstation again. It was assumed to be a catheter leakage. The catheter was replaced, the amplifier was restarted, and the ablation continued. However, the amplifier still alarmed and cut off contact with the display workstation. The procedure was then cancelled. There were no adverse consequences to the patient. It was initially alleged that the ensite velocity genconnect to amplifier cable was the cause of the issue. However, later it was determined that the original ensite velocity genconnect to amplifier cable was functioning without issues. It is alleged that the issues that occurred during the procedure were due to the two tacticath catheters.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrodes 1-4 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue remains unknown.